Event description:
It was reported that the customer's insulin pump was alarming during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed during basic occlusion test due to protruded/loose drive support disk. Unit received with scratched display window, cracked display window corners, reservoir tube lip and broken belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.